Event description:
The reporter stated that the surgeon was attempting to insert a three piece collamer lens model cq2015 into the patient's eye and the surgeon noticed the lens was getting damaged so he quit inserting the lens. There was patient contact with the lens, but no patient injury. The reporter stated that the surgeon loaded the lens incorrectly.